Event description:
The electrocautery unit was being used for arthroscopic cautery of the shoulder. On release of the coagulation button, the device remained in the "on" mode. The generator was turned off and the device was removed from the shoulder. The pt was not injured.